Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 row board cable was not seated correctly. A field service engineer reseated the row board cable and cleaned the retractor band, then rebooted the system, completed firmware updates and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 1.2 and 2.2 on the med/surg unit continued to fail repeatedly over the past few weeks, prevented nurses from accessing required medications. Attempts to recover the drawers were unsuccessful unless the unit was power cycled multiple times. The issue persists and maintenance was required. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.